Event description:
It was reported to covidien that a customer had an issue with a feeding pump power adapter. The customer reports the ac/dc power adapter which came with the pump caught on fire. The customer stated, it burned on the end which goes into the wall, not into the pump.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.